Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the insulin pump kept alarming no delivery. Customer's mother wanted the device replaced states the device kept alarming. Customer's mother stated the customer had to revert to shots and was currently not using the insulin pump. Customer's blood glucose was unknown. Customer's mother was advised to call when the alarm was occurring. No further information reported.